Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the pigtail interrupting insulin delivery. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.